Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak while filling reservoir. The patient¿s blood glucose level was unknown at the time of the incident. Customer stated the location of the leak was right on top of the transfer guard to the reservoir. After troubleshooting, customer was advised the reservoir and transfer guard will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed visual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard.